Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, one patient in the study developed a wound infection during the use of a cannulated screw to treat an intracapsular hip fracture. The requested patient-specific documentation had not been provided as of the date of this medical investigation. Per the article, ¿wound infection is not statistically related to any of the analyzed variables¿. Without patient specific documentation, the clinical root cause and patient impact beyond that which was reported could not be confirmed or concluded. Therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4). Cordero-ampuero, j., peix, c., marcos, s., & gg, e. C. (2021). Influence of surgical quality (according to postoperative radiography) on mortality, complications and recovery of walking ability in 1425 hip fracture patients. Injury. Doi: 10.1016/j.injury.2021.02.037.

Event description:
On the literature article named "influence of surgical quality (according to postoperative radiography) on mortality, complications and recovery of walking ability in 1425 hip fracture patients", it was reported that, during the use of a cannulated screw to treat an intracapsular hip fracture, 1 patient developed a wound infection. It is unknown whether or how the adverse event was treated. Patient outcome is unknown.